Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer's blood glucose level was 490 mg/dl. Replacement pump was sent to customer to resolve the issue.